Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. A result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed then electrical continuity test.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument had an issue. The issue was not reported. The procedure was completed with no reported injury.